Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing at wire marker wm9 was disconnected. The fse trimmed and reattached the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a diluent leak from the blood sampling valve (bsv) of the coulter hmx analyzer with autoloader when running latron controls. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.